Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii an rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that, as per dr (B)(6) office, this patient is experiencing difficulties with their hip implant and has had blood tests. Update: it was reported that the patient had complained of some pain although her chromium level was 7.1. Her MRI showed a very noticeable area of concern and in surgery it was noticeable with fluid and tissue inflammation. Due to the difficulty and compromise of bone, a cable was also used to support proximal femur. The adm cup was left in and the appropriate matching implants were used.